Manufacturer narrative:
This event was originally reported under MFR 2916596-2022-02063. As part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022. The review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4). And the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The IFU lists right heart failure, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021. The patient experienced right heart failure. Their cardiac index was less than 2.0 l/min/ and peripheral edema was observed. The relationship to the product was considered to be low but undeniable. On (B)(6) 2021. The patient developed liver dysfunction. Their total bilirubin was 1.6 mg/dl, their aspartate aminotransferase was 188 u/l, and their alanine amino transferase was 264 u/l. They were admitted due to hepatic dysfunction, renal dysfunction, and right heart failure on (B)(6) 2021. And cardiac catheterization was performed. The hepatic dysfunction was considered to be linked to the device. On (B)(6) 2021. The patient was discharged.

Manufacturer narrative:
This event was originally reported under pi-(B)(4), MFR 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. The heartmate ii lvas IFU, document (B)(4), rev. B is currently available. The IFU lists right heart failure, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the patient¿s history revealed no prior related events. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The IFU states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that right heart failure occurred. Peripheral edema was observed, the patient developed renal dysfunction. Dialysis was not performed. There was a probable link between renal dysfunction and the product since it was thought to be associated with right heart failure.

Manufacturer narrative:
Correction to the previous additional report: this event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022, the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The IFU lists right heart failure, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.